Manufacturer narrative:
Integra has completed their internal investigation on (B)(4) 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the reported failure was confirmed; during investigation it was observed that the handpiece function found to be outside of specifications. Stroke was measuring at 6.8m, whereas the acceptance criteria for stroke for 36khz handpiece should be between 7.2m -7.3m. The failure analysis was determined and investigation completed by (B)(4). As part of the repairs, functional tests were performed, o rings replaced and the handpiece recalibrated prior to being returned to customer. The DHR review has been deemed satisfactory. Date of manufacture: sep 2015. No non-conformance issues or reports were raised during the manufacturing process for this handpiece. The analysis of the complaint investigations and root cause reports has concluded this complaint is the 2nd identified cusa excel c2602 handpiece complaint for the reported failure with the root cause identified as ¿recalibration¿ resulting in handpiece not working. No review of non-conformance reports (ncrs) is deemed necessary as no trend has been identified. Trending analysis has concluded no further action is required for the complaint investigation. Future complaints will be continued to be monitored and trended. Conclusion: the failure analysis investigation has concluded the root cause of the handpiece problem with irrigation was due to the stroke of the handpiece being out of specification, therefore recalibration required.

Event description:
A report was received that the c2602 cusa excel 36khz straight handpiece had an irrigation problem and information related to patient impact was reported at that time. Additional information was received on (B)(6) 2016, which provided the date of the event as (B)(6) 2016. It was also reported that the aspiration of the handpiece was working intermittently and the handpiece seems loose as well as had leakage. When it was disassembled they found an abundant amount of hepatic parenchymal tissue under the black cone and the white and blue gaskets were always well positioned.